Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reported symptoms include having a chronic hoarse voice as well as nausea. Once at the hospital the patient was treated with intravenous fluids as well as anti-nausea medication. The patient was discharged from the hospital after a few hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.